Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. UDI (di): (B)(4).

Event description:
It was reported that premature eri was observed. Upon interrogation, there was no evidence of additional charges or episodes and the eri appeared to be true based on the battery voltage measurements. The device was explanted and replaced. Patient is stable.

Manufacturer narrative:
Updated to provide explant date.